Manufacturer narrative:
A meeting was arranged with the risk manager at the hosp and the cordis engineer was able to inspect the product. Visual examination: the csi cannula clearly exhibited evidence that it had been severed by a sharp object (such as a large needle). A thread-like section of cannula material on one of the sections was noted. This thread-like section appeared to have been broken during the attempt to remove the csi from the pt's vasculature. Microscopic examination: light optical examination revealed the material was stretched until it separated. The cut was made by a sharp object and was clearly evident, extending through the complete diameter of the cannula, except for a very small area of the cannula wall, which was approx the diameter of a human hair. The incident was in no way related to any type of product defect or malfunction.